Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus for two drawers (main 3.1 and main 3.2) and was unable to recover. A field service engineer tested the auxiliary for height drawer 2 and main half-height drawers 2.1 and 2.2 in hta mode. The field service engineer checked cubie trays, reseated row cables for all mentioned drawers, replaced the backup battery, dusted the e drawer, and checked all cabling, which appeared to be in good working order and installed a rear bumper kit and network plugs to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the device was not detected on the bus for two drawers (main 3.1 and main 3.2) and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.